Event description:
It was reported the patient presented to the emergency room feeling lethargic and drowsy. Upon interrogation, it was discovered the pacemaker entered backup mode due to a communication error. The pacemaker was successfully restored. The patient was in stable condition.